Manufacturer narrative:
The field service representative (fsr) verified the disk boot error. He replaced the hard drive, the advanced technology extended printed circuit board (atx pcb), and the coin cell battery. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the device displayed a "disk boot failure, insert system disk and press enter" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the customer's lithium coin cell battery to measure only 0.5 volts when the nominal is 3 volts. With the battery installed into a lab use only central control monitor (ccm), a 'disk boot failure, insert system disk and press enter' message appeared upon multiple start ups. The 0.5 volts was not enough to keep the bios settings. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.